Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Infection occurred after remove of an implant. This issue was reported during recall action of ra2015-172.

Manufacturer narrative:
Evaluation revealed the guide wire to be the product in question. No further associated product was reported. The reported guide wire was not returned for evaluation because it has been ¿disposed¿ according to information received. However, no product malfunction was reported; the issue is about an infection which ¿occurred after removal of an implant¿. The reported guide wire was packed in a sterile pouch with potentially nonconforming cross seam and thus affected by product field action ra 2015-172. Subject of the above mentioned recall action was the sterile packaging of miscellaneous batches of guide wire(s), k-wire(s) and intramedullary metaizeau pins; a dye penetration test revealed that there is a potential risk that the cross seam manufactured by stryker proved to be out of specification. Ncr (B)(4) was filed in order to trigger root cause investigation in case of potentially nonconforming cross seams of (B)(6) pouches and has led to CAPA (B)(4) and to product field action ra 2015-172 (for further details refer to (B)(4)). The event was reviewed in line with ¿dqi 13-001 handling of infection complaints¿; for further details refer to ¿dqf 13-002 infection complaints - checklist investigator¿. All available information (i.a. The date of surgery (when the product in question was used), date when the infection occurred, what has been done to solve the problem) has been requested by the investigation site without response from the (B)(4). This also applies to the questionnaire ¿dqf 13-003 infection complaints - checklist customer¿, which was sent out as mandatory in infection cases; the (filled out) form was not returned, no reply from the (B)(4) was received. Likewise, no further information regarding the kind of infection (e.g. Microbiological germ-proof with resistogram) was provided. In those cases where the reported infection is allegedly associated with a wire affected by the recall ra 2015-172, a comprehensive investigation is to be carried out, which requires mutual interest in co-operating in collecting and exchange of necessary information and data of both complainant and manufacturer. We have received no information regarding other potential sources of infection, including but not limited to the patient or the facility. If the required data won¿t be provided, a reasonable investigation and root cause analysis is not possible and any statement would furthermore only be based on assumptions. On the basis of the limited information given the root cause of the reported event could not be determined. The file will be closed formally in accordance to our standard procedures. If substantive information for an effective root cause determination will become available the case will be re-opened and reviewed.

Event description:
Infection occurred after remove of an implant. This issue was reported during recall action of ra2015-172.